Event description:
It was reported that there "seemed to be" an increase in the pressure during infusion of cytarabine causing the fluid to "back up" through the tubing created a "large bubble" in the tubing's upper fitment section. The pump module reportedly alarmed "occluded" many times. Per report, several rns flushed the lumen ("some disconnected and flushed directly at the hub, and others flushed at the y-site"). The customer reported that the patient's IV access, a peripherally inserted central catheter (PICC), was "very positional" while patient was lying on right side, causing occlusion. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex c code.

Event description:
It was reported that there "seemed to be" an increase in the pressure during infusion of cytarabine causing the fluid to "back up" through the tubing created a "large bubble" in the tubing's upper fitment section. The pump module reportedly alarmed "occluded" many times. Per report, several rns flushed the lumen ("some disconnected and flushed directly at the hub, and others flushed at the y-site"). The customer reported that the patient's IV access, a peripherally inserted central catheter (PICC), was "very positional" while patient was lying on right side, causing occlusion. There was patient involvement but no harm.